Event description:
The device was used during a bypass procedure. Reportedly, one month after the procedure, the pt felt a pop where the incision was. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.